Manufacturer narrative:
(B)(4). Catalog#: igtcfs-65-jp-jug-tulip. Lot#: unknown as information was not provided. Expiration date: unknown as lot# is unknown. PMA/510(k)#: similar to device under 510(k) k090140 device manufacture date: unknown as lot# is unknown. (B)(4). Summary of investigational findings: imaging demonstrated normal ivc. However, filter was advanced out of sheath in ovarian vein and tried to be removed from ovarian vein, possible that filter was not retracted into sheath before repositioning, which caused the premature deployment from introducer and migration of filter to right atrium. The filter legs were partially expanded. Wrong location of wire and filter introducer caused the difficulties encountered during placement procedure, however, no conclusion on the partially expanded filter can be drawn. During the manufacturing process the filters spring effect is controlled in 100% of the filters, since they are all advanced through a sheath and deployed during the qc inspection. Under normal conditions, ivc< 30 mm, the radial force of the filter will secure that the filter legs attach to ivc. No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803.

Event description:
Description of event according to initial reporter: a (B)(6) years-old female patient underwent ivc filter placement on (B)(6) 2014. Right jugular approach was selected. Before deployment of the device, angiography of the vena cava was performed through a pig-tail catheter advanced over a wire guide. When withdrawing the pig-tail catheter out of the body, the wire guide somehow slipped into the ovarian vein. However, without noticing the fact that the wire guide was there, the physician advanced the sheath system of the complaint device over it, followed by the filter introducer and continued the procedure. When the filter exited out of the sheath, it would not expand fully, which made the physician notice that the filter was not in the vena cava but in the ovarian vein at last. Therefore, so as to do the procedure all over again from the angiography, the filter was retracted back into the sheath and the withdrawal of the system from the body was tried, but during the attempt, the filter somehow disconnected from the introducer and migrated into the right atrium. Retrieval of the filter from the right atrium with gtrs was tried by right jugular approach, but as the filter hook could not be grasped with the loop system, jugular approach was cancelled. Instead, the component sheath of the gtrs was inserted from the femoral vein and retrieval by using gtrs loop system, ensnare (sheen man) and aln retrieval set (piolax) through the sheath was tried respectively, but the filter was impossible to retrieve with all of these three devices after all. When approximately 6 hours passed after the procedure was begun, open chest surgery against this issue was determined to be performed and thus, the patient was transferred to another hospital where open surgery was available. There, percutaneous filter retrieval by catheter manipulation was tried in vain. So, in the morning of (B)(6) 2014, open chest surgery was conducted as planed and the filter was retrieved out of the body without problems. Additional information received 26aug2014: after the filter migrated into the right atrium, the physician inserted a wire guide from jugular vein and advanced it through the leg of the migrated filter. The component sheath of gtrs was inserted from femoral artery after that and the en snare was advanced to the filter through the sheath. The wire guide with the filter was grasped with the en snare and then, the attempt to retract the filter into the sheath with another snare advanced through the same sheath (meaning two snares are in a single lumen). However, the filter could not be retracted into the sheath eventually. Additional information received 03sep2014: the sales rep visited the hospital where the patient was transferred and open chest surgery was performed and got the information below; when the patient was transferred to the hospital, imaging of the heart was performed, which confirmed a separated tip of a wire guide was in the pulmonary artery (when it got separated is unknown. Presumably the wire was radifocus / teumo). He also showed our rep the images during the procedure and explained the situation; the leg of the filter was in the coronary sinus. The endothelium of the right atrium was damaged by the filter hook. The tricuspid valve was broken down by the catheter. The physician says that "under the conditions described earlier, the filter could only be retrieved by the surgical operation". Patient outcome: no adverse effects to the patient.